Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2017, a 2.50 x 16mm synergy ii stent was implanted. No patient complications were reported. In (B)(6) 2018, the patient had a heart catheterization and it was noted that stent thrombosis had occurred.